Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. A review of device download data confirmed that the monitor reset during a pulse test during distributor functionality testing. The cause for investigations into similar failures was isolated to a defective t2 transformer on the defibrillator pca. The root cause for the defective t2 transformer has not yet been positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.